Event description:
Senseonics was made aware of an instance where patient reported a hypoglycemia event. No additional details were provided despite making multiple attempts.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not returned for analysis. Event date and time was not provided to investigate the incident using data available in data management system (dms). No additional information was provided despite making three attempts. As a result, the reported incident could not be confirmed.